Event description:
It was reported to boston scientific corporation that a wallflex transhepatic stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a distal biliary malignant stricture. The size of the lesion was 3-4 cm. The patient anatomy was not tortuous and the stricture was not predilated. During the procedure, the physician felt that the stent prematurely deployed during placement. This stent was left implanted and another wallflex transhepatic stent was placed. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of stent prematurely deployed. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.